Event description:
It was reported by the patient that their leads were causing issues with their heart. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).